Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the image black out was not reproduced during the evaluation. Therefore, the root cause of the event could not be determined. However, it is likely that the image blackout was due to a temporary communication failure at the electrical junction. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿connect the scope connector to the light source device in a sufficiently dry condition, including electrical contacts.¿ ¿also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it.¿ ¿using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed that visual inspection found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a colonoscopy procedure, the image with the videoscope cable blacked out when used with combination of cv-290 and clv-290. It was also noted, when the scope was switched with another one, vertical stripe noise occurred. Subsequently, the scopes were reconnected, and the issue was resolved. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) (model cv-290, serial: (B)(6)) and (B)(6) (model: clv-290, serial: (B)(6)) capture the related events on a video system and light source used in this event.